Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00756.

Event description:
Allegedly reamers are rusting.

Manufacturer narrative:
Conclusion: device failure occurred and was related to event. The complaint and inventory were reviewed. The product was dimensionally inspected and photographic images were made of the returned product. (B)(4).